Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased. Sensor got damaged during deceasing. An extended investigation was also performed. Performed an internal visual inspection on the sensor and observed pcba (printed circuit board assembly) was damaged. Attempted to extract data from returned sensor, however sensor did not read, inventory command failed. The returned sensor was de-cased and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly); damage was observed on the pcba due to de-casing and was cracked right through the pcba. This damage to the tracks and components will render the pcba unable to function as design intent. The returned battery voltage was measured to be within specification range. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. H4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for section g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.